Manufacturer narrative:
Other relevant device(s) are: enlw1616c124e, v01012402. Reference sus voluntary event report number mw50161587.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. It was reported that the patient presented with inability to use the left leg. The CT scan showed there was a thrombosis in the limb in a normal aorta causing decrease in blood flow. The physician stated the cause of the event is unknown. The patient received an unknown type of treatment and the event was resolved. No additional clinical sequelae were reported and the patient is fine. Additional information received reported that the patient experienced numbness in the left heel post index procedure. Additional information also clarified that the patient has not been treated for the thrombosis in the left limb; this was confirmed by the physician. Additional information received confirmed that the stent grafts implanted on the left side were compressed. It was stated that the stent grafts implanted on the right side have caused the stent graft compression on the right side.

Manufacturer narrative:
(B)(4).

Event description:
The stent graft implanted on the right side had caused left limb to compress.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.